Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they inserted multiple new batteries in the insulin pump but still getting a replace battery alarm. Customer stated that they received low battery prior to replace battery alarm. Customer stated that new battery did not resolve the issue. Customer stated that display did not return after insulin pump restart. Customer stated that they received the multiple insulin pump alarms. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer was assisted with the 0.2 unit fill cannula process and it was recorded in daily history. Customer was assisted with the self test and insulin pump passed the test. No harm requiring medical intervention was reported. The device will not be returned for analysis.